Event description:
A caller reported a malfunction recognized as malf 12 in the tandem source, indicating an issue with the pump. There was no adverse impact to the customer's blood glucose level. Technical support assisted the caller with resetting the pump, after which the malfunction did not recur. The customer was advised to continue using the pump and to contact support if the issue arises again.